Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient recently moved to a higher elevation and felt that her stimulation had changed. The rep reported that the patient wanted to be reprogrammed but also stated that her device now said elective replacement indicator (eri). The rep reported that the patient was debating explant versus replacement because she felt better generally at the higher altitude. The rep reported that they were scheduling an appointment for reprogramming. The issue was not resolved at the time of the report. No further complications were reported.